Event description:
The customer reported a rod slipped out from underneath a c2 pedicle screw when a patient fell. Xrays taken showed that the set screw wasn't all the way down and appeared cross threaded. Revision surgery was performed on (B)(6) 2022. The initial surgery was on (B)(6) 2022.

Manufacturer narrative:
Failure analysis: the following was returned in this complaint: pc1-003526 screw, lot cr44738b, pc1-400000 set screw, lot cr44667a. The screw was returned in a disassembled state, where the washer, shank, and tulip components were separated. The friction ring remained embedded in the tulip. Measurements of the tulip od and rod channel yielded 9.01mm and 4.25mm, respectively. These values are within spec. These measurements indicate that the tulip has not changed in geometry post-manufacturing. Magnified inspection of implants and components showed wear in multiple locations, but there were no definitive signs of significant damage or change in implant form for all items except for the washer component. Threads appeared intact on both the set screw (pc1-400000) and the tulip (pc1-003500-02-1). The bottom of the set screw showed a wear pattern consistent with locking the set screw on top of a rod with 25 in-lbs of torque, indicating that the set screw was likely fully seated onto a rod. One of the washer's (pc1-003500-04) arm appeared damaged, but this likely occurred during implant removal. The root cause was not identified.. The patient's fall may have led to a change in implant performance, but we don't have sufficient information to determine a root cause.